Event description:
Approximately 11 months later, the device was removed, replaced, and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Should additional information become available an amended report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator was included in the mid-life display of replacement indicators product update and the shortened replacement window product advisories. During a follow up visit, it was noted that this device had experienced an unexpected extended charge time. The device battery status was at 2.6v with a charge time of 17.9 seconds. The advisory behaviors were discussed with a boston scientific technical service consultant. The device remains implanted at this time. No adverse patient effects reported.